Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system was explanted due to infection. The patient had apparently shot himself with a crossbow about a month ago. A new ICD system was implanted about a month after the explant. No adverse patient effects were reported.